Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: implant removal tool (irt) reference number unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor tried to torque the implant on tooth site #30 and the internal connection stripped out. The doctor removed the implant but the implant removal tool became stuck to the implant.

Event description:
No additional event information received at this time of this report.

Manufacturer narrative:
The following sections are being reported: one (1) 3i t3 tapered implant 5/4 x 8.5mm (bopt5485). Damage to the drive feature could not be verified. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when they left zimvie. DHR review for the lot (2020010692) revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for a similar event and no other complaint was identified. The complaint is related to the functional performance of the device. Functional testing determined that the implant and the implant removal tool could not disengage, recreating the reported event. However, the event of damaged drive feature could not be performed due to the nature of the devices & event. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.